Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file data revealed the vad exhibited motor start event(s), and vad disconnect alarms. The controller exhibited multiple unexpected power loss.

Event description:
It was further reported that the cause of death was cardiac arrest.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2025 / serial #: (B)(6), h4: mfg date: 30-may-2024. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Unknown battery h6: the codes present in section h6 correspond to components/products that comprise the reported event. Unknown battery h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-nov-2025 / serial#: (B)(6), h4: mfg date: 05-nov-2024, d1: battery, d4: model#: 1650 / catalog#: 1650 / expiration date: 30-nov-2025 / serial#: (B)(6), h4: mfg date: 01-nov-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: (B)(6) h3: yes, d1: (B)(6) h3: yes, d1: (B)(6) h3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6), one (1) controller ((B)(6)), two (2) batteries ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 31/aug/2025 at 15:45:40, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller power up events, with associated motor start events, logged on 31/aug/2025 at 15:45:30 and 15:47:11, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 88% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 23% rsoc and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for seventeen (17) minutes and twenty-five (25) seconds, and thirty-nine (39) seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the alarm file revealed four (4) vad disconnect alarms (B)(6) 2025 at 12:43:46, 12:44:18, 12:45:07, and 12:45:44, indicating that the controller was powered up without the driveline connected. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient¿s cause of death was cardiac arrest. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the losses of power to the controller can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. A possible root cause of the vad disconnect alarms can be attributed to the controller being powered up without the driveline connected following the death event. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ unknown controller d4: model#: / catalog#: / expiration date: / seria #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ unknown battery d4: model#: / catalog#: / expiration date: / serial#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ unknown battery d4: model#: / catalog#: / expiration date: / serial#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device implant was found with both batteries disconnected from the controller. One battery was dead and the other had one bar left. The patient had pressed a life alert bracelet, and when emergency medical services arrived the patient was found in this state. It was unclear whether the patient was attempting to change to new batteries or had disconnected purposefully. The patient subsequently died.